Event description:
It was reported that the patient experienced a urinary tract infection. Patient symptoms of burning with urination, urinary frequency, and abdominal cramping were noted. Reported interventions were the use of keflex and amoxicillin for the issue. The etiology of the event was reported as ¿new illness, injury¿. The outcome of the event was noted as ongoing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4). Product type: programmer, patient. Product ID: 3 889-28, lot# va0d0dz, implanted: (B)(6) 2013, product type: lead. (B)(4).